Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Correction to b5 of the initial report (see b5 tab). Correction to h6 (component code) of the initial report "3123 - tip" is being corrected to " 4750 - bulb ". Correction to h6 (medical device problem code) of the initial report. "1069 - break¿ is being corrected to ¿4021 - no visual prompts / feedback". Correction to h6 (investigation findings) of the initial report. "4248 - usage problem identified and 4228 - device incorrectly reprocessed¿ is being corrected to ¿213 - no device problem found¿. Correction to h6 (investigation findings conclusion) of the initial report. "44 - cause linked to device but unable to trace more specifically.¿ is being corrected to ¿67 - no problem detected¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 of the initial report: it was reported that the light source switches to the spare lamp while being on. There were no reports of patient harm.

Event description:
It was reported, the xenon light source exhibited raptured tip of the scope, cap was forgotten during processing. The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, as it was reported that customer processed without cap, it is presumed that the phenomenon occurred due to handling of customer. The event can be detected/prevented by following the instructions for use: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.